Manufacturer narrative:
Section b3, date of event: the patient explained that her symptoms started right after the first implant (right eye (B)(6) 2025: manufacturer report number 3012236936-2026-0001876). But they were not as severe until the second eye was done because now, she has two eyes that don¿t work. Section d6b, if explanted, give date: not applicable as the lens remains implanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into both the patient¿s left and right eye. The patient explained that her symptoms started right after the first implant (right eye (B)(6) 2025: manufacturer report number 3012236936-2026-0001876). But they were not as severe until the second eye was done because now, she has two eyes that don¿t work. They can see well when looking straight ahead. If she changes her view she sees waves, prisms, and vision is blurry. The degree varies depending on the light she is in. This causes her to feel dizzy and affects her depth perception. Patient has trouble standing, cannot drive, is losing her balance and falling. She has accidentally cut her fingers when cutting vegetables. Reportedly, her doctor said she may be seeing out the side of the lens. She cannot see through the lens material and indicated she may need a different lens made of a different material. Patient was prescribed brimonidine tartrate ophthalmic solution which was initially helpful. However, she was found to be allergic which resulted in dropped blood pressure and excessive fatigue. She has discontinued this medication and started using a different eye drop. With the eye drops her vision is much better for hours. After applying the drops her vision is better than it's ever been. However, with the light her vision gets blurry. She didn't have these problems before the implants. The patient explained that her symptoms started right after the first implant but they were not as severe until the second eye was done because now, she has two eyes that don¿t work. The patient tried using different progressive lenses and 2 other corrective eye glass lens types that didn't work. The patient is considering an explant. However, her doctor wants to wait at least a year because the symptoms may resolve. The doctor does not want to remove the lens. Reportedly, the loss of vision has required her to use a wheelchair regularly to ensure she does not fall. She is concerned that the iol implants triggered an autoimmune response. No further information is available. This report captures the left eye. The right eye is manufacturer report number 3012236936-2026-0001876.